Manufacturer narrative:
(B)(4). Carefusion sent a letter via e-mail to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of (B)(6) 2013, there has been no response from the user facility. The carefusion field service rep evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. However, as a precaution, the carefusion field service rep replaced the gas deliver engine and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer ready to be placed back into service. The alleged faulty gas deliver engine was received by carefusion, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete, a f/u medwatch will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s). "[Name removed], rt supervisor, called the after-hours phone to report an issue with this unit that happened while on a pt yesterday. The staff noted the pt was on 100% fio2 and they were having issues oxygenating, per abg the pao2 was 70 after trying many things with the pt the staff elected to swap out the ventilator. After placing the pt on the new ventilator on 100% fio2 the staff drew another abg and the pao2 was in the 40's. The vent was pulled and sequestered. Per hospital policy unit must now be taken to biomed and biomed will call and dispatch service call." "[Name removed] from biomed called to f/u on the earlier call to [name removed]. [Name removed] said he was able to duplicate the problem once. He said that starting out at fio2 of 21% he went to 30, 40, 50, etc all the way to 100%. Vent was dead accurate at all settings. The one time it did fall he said that it ran at 100 setting for about 10 min and suddenly gave "low fio2 alarm". He said the external analyzer as well as the monitored fio2 on the uim both were reading 21%, while the set on the uim still read 100."